Event description:
It was reported that asymptomatic patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and high ventricular pacing rate. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise over-sensing, inappropriate mode switch and high ventricular pacing rate was confirmed. As received, a partial lead (distal portion only) was returned in one piece. Visual inspection of the lead found clavicle crush fracturing all five filars of the outer coil at the middle region of the lead. The cause of the fractured outer coil is consistent with clavicle crush.